Manufacturer narrative:
The complaint catheter was returned, and the evaluation on 29 august 2019 found the msd was fractured at the joint between the treatment zone and shaft at 103.0cm. The iddc tubing was accordioned adjacent to the manifold and the msd treatment zone was stuck inside that region. The location of the fracture was inside the iddc manifold. The joint appears to have come apart cleanly with no deformation of the msd braided shaft. The heat shrink that seals the treatment zone to the braided tubing was attached to the proximal end of the treatment zone piece. Tool marks and twisting observed at 54.6-56.8cm and a pinch mark and abrasions to the tubing at 36.7cm. This type of fracture likely occurred during removal of the msd. However, it could not be confirmed if the damage occurred during therapy or only during removal of the msd. The device fracture was not reported by the user. Review of the device history record confirmed that the product was manufactured per standard processes and met all acceptance criteria. There have been no other reported complaints from msds of the same lot. No patient harm was reported. The IFU warns the user to not advance if resistance is met. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a contributing factor to the msd fracture.

Event description:
On (B)(6) 2019, the ICU nurse called after twenty-two minutes into a bilateral pulmonary embolism (pe) therapy with a device temperature too high alarm. Prior to calling the helpline the nurse had increased the coolant from 35 ml/hr to 75 ml/hr by 10 ml increments. Therapy was resumed following troubleshooting with the ekos representative. The customer also reported the coolant was lowered back to 35 ml/hr some time after the resolution of the device temperature too high alarm. The account did not report any further issues or malfunctions with the ekosonic device. There were no patient consequences reported. The device was returned to the manufacturer and investigations began on 8/29/29. It was observed the microsonic device (msd) was fractured and part of it was stuck inside the intelligent drug delivery catheter (iddc). This was not reported by the customer.